Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 7 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a bioprosthetic valve of the same model due to severe regurgitation.  No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 7 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a bioprosthetic valve of the same model.  The reason for the explant was not reported.  No additional adverse patient effects were reported.